Event description:
Inbound. Patient reports no disposable alarm on both pumps while using same 100 ml cassette with flow stop, patient will mix another cassette for remodulin infusion. No lot number given, last shipped lot number 4196397 and expiration number 9/20/26. No further details given.